Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's implantable cardiac defibrillator was unable to be interrogated on (B)(6) 2018. An error message was encountered. Telemetry testing was performed, but the device could not be successfully interrogated. It was noted that on (B)(6) 2018, the patient underwent an MRI. No programming was performed prior to the MRI. On (B)(6) 2018, device interrogation was attempted again, but failed. The patient reported feeling pain near the pocket of the device. The device was explanted on (B)(6) 2018. No further information was available.

Event description:
New information received notes patient was stable post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.